Event description:
It was reported that a replacement ilet pump experienced intermittent communication failures during setup and pairing with the abbott freestyle libre 3 plus cgm, attributed to an interoperability issue between devices and involving the antenna/electrical communication components, which initially prevented pairing and delayed sensor data display until successful reattempts with assistance. Symptoms included hyperglycemia, with a cgm reading of 207 mg/dl once data became available. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and helper, and analysis of information provided by the user/third party. Investigation of this case revealed an interoperability problem identified in the communication pathway, consistent with intermittent communication failure and implicating the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
(B)(4).